Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.

Event description:
It was reported that the lead became dislodged. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.